Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm; however, continued to use the pump for insulin therapy. There was no adverse impact on customer's blood glucose level.